Event description:
A merlin.net notification was received indicating a low pacing impedance on the right ventricular (rv) lead. Then, a transmission last week showed non-sustained right ventricular oversensing episodes due to noise on the rv lead. Lead replacement is anticipated; however, no intervention was performed at this time. The patient was stable.